Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that after the pocket was closed on this cardiac resynchronization therapy defibrillator (crt-d) system implant, the right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. The patient didn't experienced greater than 2 seconds of asystole. The noise was unable to be re-created with isometrics and pocket manipulation. The physician re-opened the device pocket, and explanted and replaced the rv lead, which resolved the issue. It was noted the rv lead appeared to have blood in the inner lumen. Boston scientific technical services (ts) discussed the noise was likely due to air coming from the inner lumen and escaping out the device header. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection indicated that there was blood/body fluid in the lumen and helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise, oversensing, and pacing inhibition.

Event description:
This supplemental report is being filed as the device evaluation was completed.